Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +10.0 diopter, into the patient's right eye (od) on (B)(6) 2018. The surgeon reports excessive vault, elevated iop, significant reduction of irido-corneal angles (ica), and pupil block. On (B)(6) 2018 the lens was explanted. Phaco-emulsification and iol implantation were performed along with cle surgery. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specification. (B)(4).